Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag hose was ordered for replacement. No report of patient involvement.

Event description:
The hospital reported the unit had a large leak and was unable to manually ventilate. There was no report of patient involvement.